Event description:
The patient was implanted with his scs system including percutaneous leads on (B)(6) 2005. It was reported that the patient's leads exhibited invalid impedances on several contacts. One of patient's lead was explanted on (B)(6) 2010, and returned to the manufacturer for evaluation. No further information is available.

Manufacturer narrative:
Method: device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. The lead is kinked with wires broken about 11.5 cm from the stimulation end. The lead also has outer tubing compression damage from about 14-16 cm from the stimulation end. The lead fails continuity and the flex testing. Channels 2 and 3 measure less than 4 ohms resistance. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. (B)(4). Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.